Event description:
It was reported to boston scientific corporation that a resolution 360 clip snare was used in the colon during a colonoscopy and endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip was deployed but would not come off the catheter. The nurse tried a lot to open and close her hand to release the clip and after many attempts, the clip successfully deployed off the catheter. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.